Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not getting no delivery alarm when reservoir was empty. The customer's blood glucose was 117 mg/dl at the time of incident. The customer performed displacement test and the insulin pump alarmed no reservoir. The customer was unable to perform high pressure test to check for absence of no delivery alarm. The customer was advised to call back to perform high pressure test. The insulin pump will not be returned for analysis.